Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services. The patient reported having an implanted device since 1999. In 2008, a lead was replaced and the superior vena cava "ripped" (see report#2124215-2008-36201). The patient mentioned that with the first implanted device (model#1831), the patient was itchy from elbows down to hands. These symptoms resolved when the device was explanted. The technical service's consultant was informed that about one inch of each of the pacing leads remained in the heart. A pacemaker system is now required as the patient has an intrinsic heart rate of approximately 27 bpm. The patient inquired if any idiopathic itching has been reported from boston scientific defibrillators. The technical service's consultant discussed that itching could be caused by allergies or infection. The consultant was not aware of any reports of idiopathic itching. A list of model#t180 materials was e-mailed to the patient to discuss possible allergies from pacemaker devices with the physician. According to the aicd warranty validation and lead registration form, model#1831 was explanted due to normal battery depletion in december 2003.